Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 may 2025, senseonics was made aware of an incident where sensor broke into two parts during removal procedure but all pieces of the broken sensor were successfully removed. The user was doing fine and was reinserted with new sensor which was confirmed in dms.

Manufacturer narrative:
On may 29, 2025, it was reported that the dexamethasone acetate elution ring detached from the sensor during the sensor removal procedure. The healthcare professional (hcp) was able to successfully remove all parts of the sensor. A return material authorization (RMA) was issued for the device to be returned for further investigation; however, the device was never received. The potential root cause of the ring detachment during removal is typically excessive force applied by the removal clamps/pliers when grasping the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, and the eversense e3 user guide includes this under "risks and side effects." The user is reported to be doing well after the removal procedure. B4. Date of this report 27 august 2025. G3. Date received by the manufacturer? 27 august 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.